Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is conservatively filed for access site bleeding which required intervention. It was reported that on (B)(6) 2016, the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure, with implantation of three clips, reducing the mr from grade 3+ to grade 1+-2+. Two days post procedure, the patient was noted to have bleeding at the femoral vein puncture site. Additional pressure was applied for about 4 hours and the bleeding resolved. Transthoracic echocardiogram performed on (B)(6) 2016 noted that the clips were well attached and functioning as expected and the physician assessed the mr grade 2+. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of bleeding (hemorrhage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect appears to be related to procedural conditions, as the steerable guide catheter (sgc) is inserted into the groin to access the femoral vein and there is no indication of a product quality issue with respect to manufacture, design or labeling.